Manufacturer narrative:
(B)(4) the pipeline flex involved in this event has not been returned for evaluation. The event cause could not be determined from the reported information.

Event description:
Medtronic received report of pipeline flex incomplete opening during a procedure. The patient was being treated for an unruptured, amorphous aneurysm in the right posterior communicating (pcom) artery. Aneurysm measured 11mm max diameter and 4mm neck diameter. Landing zone artery size was 3.8mm distal and 4mm proximal. The vessel was moderately tortuous. The devices were prepared as per IFU. A pipeline flex was advanced to the treatment site with some resistance in the proximal and middle section of the microcatheter. It was reported that at deployment, the pipeline flex did not open in the middle section; the device appeared twisted. The pipeline flex was resheathed and re-deployed two times, but still would not open. The device was removed from the patient. The procedure was completed using new devices. Angiographic result post-procedure was fine. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device evaluation the pipeline flex braid was returned for evaluation without its pushwire. The ends of the pipeline flex braid were found opened with damage while the middle section was found not opened due to damaged braid. Based on the analysis findings and event description, the report of pipeline flex failure to open in the middle section was confirmed. The received pipeline flex braid was found not open at the middle section. It is possible that the damaged braid, patient anatomy, device design, and physician technique may have contributed to the reported issue. However, the cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this event: 2029214-2016-00132, 2029214-2016-00133.